Manufacturer narrative:
F10 & h10: additional information/correction: the complaint code "sheath shaft ¿ premature expansion" was added. As such, the engineering evaluation was revised to include the new code evaluation.  The esheath was not returned to edwards lifesciences for evaluation as it was discarded by the facility.  Relevant imagery of the event was provided.  The imagery provided by the site shows the sheath liner separated from the sheath, however, there did not seem to be a tear in the liner.  Some scratches were evident on the sheath, which could be caused due to calcification. During final assembly, the esheath underwent multiple 100% inspections.  The sheath shaft component was 100% inspected under 3x magnification for visual defects and under 10x magnification for flash and excess material.  During manufacturing, proximal expansion was performed on the sheath and inspected for proximal expansion.  Furthermore, during final inspection, the device underwent 100% inspection by both manufacturing and quality.  The devices were visually inspected and the tip ID dimensions were verified.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  The verification included expander insertion force testing.  The lot passed expander insertion force testing.  Additionally, during manufacturing, the delivery system flex tip outer diameter was dimensionally inspected using a go/nogo gauge and, following assembly, the flex tip to flex catheter bond was 100% visually inspected for defects.  The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  A lot history review was performed and revealed no other complaint relating to ¿sheath shaft-insertion difficulty-in patient¿ and ¿sheath shaft -premature expansion¿ a review of the complaint history from may 2018 to april 2019 revealed other returned complaints for ¿sheath shaft-insertion difficulty-in patient¿ and ¿sheath shaft- premature expansion¿ (model: commander esheath all sizes).  No potential manufacturing nonconformances were identified with any of the devices.  Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿insertion difficulty ¿ in patient¿ or ¿seam issues¿.  The instructions for use (IFU) for the esheath, the commander delivery system prepping manual and training manual were reviewed for instructions involving sheath and commander preparation and procedure.  No IFU/ training deficiencies were identified. No product non-conformances or IFU/labeling deficiencies were identified during evaluation; therefore, an fmea assessment was not required.  The complaints for ¿sheath shaft-insertion difficulty-in patient¿ and ¿sheath shaft -premature expansion¿ were confirmed based on imagery provided by the complaint site.  Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event. A review of manufacturing mitigations supports that the sheath has proper inspections in place to detect issues related to the complaint events.  A review of IFU/training materials revealed no deficiencies.  There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.  The training manual states that vessel tortuosity, degree of calcification, angle of insertion and vessel diameter can affect the force required to insert the sheath into the patient.  Case notes revealed that there was a mild level of tortuosity present in the access vessel.  Additionally, review of the provided imagery revealed scratches on the sheath, which could be attributed to the presence of calcification.  These patient factors could have contributed to the observed sheath insertion difficulty, as they can create difficult and constrictive pathways for the sheath to be inserted through.  As such, these factors may have also caused the premature expansion of the sheath as the sheath may have come into contact with calcification or from being contorted though tortuous anatomy.  While a definitive root cause was unable to be determined, available information suggests that patient factors (calcification/ tortuosity) may have contributed to the complaint events. No manufacturing or IFU/labeling inadequacies were identified.  A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification/tortuosity) contributed to the reported event.  No corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by the edwards affiliate in the (B)(6), during a transfemoral tavr procedure, the physician had difficulty inserting the esheath into the patient and the esheath became ¿ruptured¿ at the proximal end.  The patient sustained ¿major vascular problems¿ due to the esheath rupture and had to be taken to the operating room for surgical repair/closure.  The patient was noted to be ¿good¿ post procedure.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information provided indicated the event occurred before the delivery system was inserted and therefore a new sheath was used. The esheath was not returned to edwards lifesciences for evaluation as it was discarded by the facility.  Relevant imagery of the event was provided.  The imagery provided by the site shows the sheath liner separated from the sheath, however, there did not seem to be a tear in the liner.  Some scratches were evident on the sheath, which could be caused due to calcification. During final assembly, the esheath underwent multiple 100% inspections.  The sheath shaft component was 100% inspected under 3x magnification for visual defects and under 10x magnification for flash and excess material.  During manufacturing, proximal expansion was performed on the sheath and inspected for proximal expansion.  Furthermore, during final inspection, the device underwent 100% inspection by both manufacturing and quality.  The devices were visually inspected and the tip ID dimensions were verified.  Furthermore, after sterilization, the sheath was tested and inspected on sample devices from each lot under a sampling basis during product verification (pv) testing.  The verification included expander insertion force testing.  The lot passed expander insertion force testing.  Additionally, during manufacturing, the delivery system flex tip outer diameter was dimensionally inspected using a go/nogo gauge and, following assembly, the flex tip to flex catheter bond was 100% visually inspected for defects.  The inspections and test described above support that proper inspections of the devices are in place to detect issues related to the complaint events. A device history record (DHR) review performed revealed no issues that would have contributed to the complaint events.  A lot history review was performed and revealed no other complaints relating to ¿sheath shaft-insertion difficulty-in patient¿. A review of the complaint history from may 2018 to april 2019 revealed other returned complaints for ¿sheath shaft-insertion difficulty-in patient¿ (model: commander esheath all sizes).  All but one of the complaints were confirmed.  No potential manufacturing nonconformance's were identified with any of the devices.  Review of complaint history revealed that the monthly occurrence rate did not exceed the control limit for the trend category ¿insertion difficulty ¿ in patient¿.  The instructions for use (IFU) for the esheath, the commander delivery system prepping manual and training manual were reviewed for instructions involving sheath and commander preparation and procedure.  No IFU/ training deficiencies were identified. No product non-conformance's or IFU/labeling deficiencies were identified during evaluation; therefore, an fmea assessment was not required.  The complaint for ¿sheath shaft-insertion difficulty-in patient¿ was confirmed based on imagery provided by the complaint site.  Investigation of the device and complaint history revealed no indication that a manufacturing non-conformance contributed to the event.  A review of manufacturing mitigation's supports that the sheath has proper inspections in place to detect issues related to the complaint events.  A review of IFU/training materials revealed no deficiencies.  There was no note of abnormalities on the sheath during device preparation, suggesting that there was no issue with the device when removed from packaging.  The training manual states that vessel tortuosity, degree of calcification, angle of insertion and vessel diameter can affect the force required to insert the sheath into the patient.  Case notes revealed that there was a mild level of tortuosity present in the access vessel. Additionally, review of the provided imagery revealed scratches on the sheath, which could be attributed to the presence of calcification.  These patient factor could have contributed to the observed sheath insertion difficulty, as they can create difficult and constrictive pathways for the sheath to be inserted in. While a definitive root cause is unable to be determined, available information suggests that patient factors (calcification/ tortuosity) may have contributed to the complaint events. No manufacturing or IFU/labeling inadequacies were identified.  A definite root cause was unable to be determined at this time, but it is possible that patient factors (calcification/tortuosity) contributed to the reported event.  No corrective or preventative action is required.